Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Photo investigation the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo from attachment: source file - reporte de calidad centro hospitalario serena del mar - cartagena colectivo a18290 of 910096. Visual analysis of the photo revealed that the shaft of the drill bit ø4.2 calibr l145 3flute f/quic was broken near of the coupling connection, both fragments could be observed in the evidence provded. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces likely during the use. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confimed for drill bit ø4.2 calibr l145 3flute f/quic. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 03.010.104 lot number: 8834p81 the product was released on: 18 dec 2023 manufacturing site: jabil bettlach if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the time of planning surgery with the specialist, and after revision of the material, it was identified that the optilink screws of different sizes were not sent and the instrument for placing the washer (grip handle of the washer) was also not sent, thus making it difficult to place them. A quick solution of using the guide and the image intensifier as a help to verify the proper position of the same and the brocade guides to maintain its position and fixation was given. Taking into account that they did not send the relevant screws, those of the nail system were placed to generate the fixation effect that the patient needs. In addition during proximal freehand fixation the tip of the drill bit of 4.2 broke causing it to anchor in the bone. This is solved immediately by using the other short drill bit that the system includes. The procedure was completed successfully, without alterations in the surgical times and without affecting the patient. Although the screw used was not the one indicated, but even so under the knowledge of the specialist it was placed to generate a fixation effect.